Manufacturer narrative:
(B)(4). (B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device via a 6f sheath after an interventional procedure. Reportedly, the proglide device was advanced over a short 0.035 guide wire and difficulty was experienced inserting the device in the rcfa. While attempting to remove the proglide device over the wire to re-position, the guide wire lost access to the rcfa and was inadvertently removed with the proglide device. Manual arterial compression was applied to achieve hemostasis. Reportedly, the physician felt that the guide wire was too short and should have used a longer guide wire. The proglide device was never deployed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.